Event description:
The surgeon performed a medial onlay partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. Prior to cutting the tibia, the burr-to-tibial checkpoint value displayed high error. Tibia registration was repeated twice, rio registration was repeated, and checkpoint was recaptured, but the value remained high. The surgeon proceeded with the case, and a successful outcome was reported.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). The results of an evaluation of the system software revealed that the cause of the high checkpoint error is related to a software defect. In software version 2.3, the checkpoint calculation was determined to not be functioning as intended. This issue was remedied in a subsequent software upgrade.